Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: neu_siliconeanchor, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for unknown indications. It was reported that the patient¿s implantable neurostimulator (ins) and lead were explanted on (B)(6) 2017. The environmental/external/ patient factors were unknown, troubleshooting was not performed, and it was noted that the issue resolved at the time of the report. On (B)(6) 2017, it was noted that the device was damaged/non-performance and there was no additional information provided. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the ins (serial #: (B)(4)) found that the ins functioned okay with insignificant anomalies. The ins passed functional testing. The adaptive stim feature on the ins was tested at the settings the ins had when it was received and no issues were noted. Analysis determined there were no issues when pressing on the ins can and the telemetry was acceptable. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs the ins had when it was received. The main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: neu_siliconeanchor, product type: accessory. Product ID: neu_silicone anchor, product type: accessory. If information is provided in the future, a supplemental report will be issued.